Manufacturer narrative:
Film evaluation summary: the reported suprarenal stent fracture was confirmed on the films provided; however the cause of the event could not be confirmed. The anatomy at implant is unknown, earlier post-implant CT¿s were not available including recent CT¿s showing the fracture and the stent graft in-vivo configuration during the implant duration could not be assessed. There appeared to be lack of suprarenal stent radial apposition to the suprarenal neck, and it is possible that disease progression and morphology changes with resulting neck dilatation may have contributed to the suprarenal stent fracture. High neck angulation in the a-p axis, as indicated by the non-planer endurant proximal markers, may have also contributed to the fracture. Lack of stent graft proximal neck radial support caused by neck dilatation may have allowed increased loading at the suprarenal stent. Analysis of the films did not reveal any other obvious stent graft characteristics that may have been a factor in the observed fracture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a unknown size abdominal aortic aneurysm. It was reported the patient returned for a planned thoracic evar procedure two years and ten months later. During this procedure to treat the thoracic aortic aneurysm it was noted during angiogram preparation that the suprarenal stent of the previously implanted endurant bifurcate stent was broken. The physician continued on with the thoracic evar procedure as planned. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.